Event description:
The manufacturer received information alleging a ventilator shut down and alarmed while the device was in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. An intermittent connection within the ac power cord was observed. The device's ac power cord was replaced to address the issue.